Event description:
Philips received a complaint on the efficia dfm100 device indicating that the ECG is not being read by the paddles. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse visited the customer site and confirmed that the device was unable to capture ECG from paddles/pads. Fse confirmed that the problem with the assy therapy and assy paddle tray. To resolve the issue, fse recommended to replace assy therapy and assy paddle tray. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
The fse visited the customer site and confirmed that the device was unable to capture ECG from paddles/pads. Fse confirmed that the problem with the assy therapy and assy paddle tray. To resolve the issue, fse recommended to replace assy therapy and assy paddle tray. The device remains at the customer site and no further evaluation is warranted at this time.